Manufacturer narrative:
A complete lead was returned for analysis. Analysis found two fractured rv cables in the df-1 rv connector leg, consistent with fatigue.

Event description:
It was reported that high impedance was observed during arm movements. Suspected lead fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device evaluation anticipated but not yet begun.